Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. No further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up upon device interrogation it was observed that battery longevity reached eol which is an indication that the battery depleted. This device has since been explanted and is no longer in service. No further adverse patient effects were reported. This device has been confirmed by the field representative to not be available for return. Given this is the only information available this concludes the investigation on this event, should additional information become available a follow up report will be submitted.